Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The lesion could hardly be passed with a wire, then changed to a spiderfx and performed predilatation with 2.5 and 4mm balloon. The lesion was highly calcified. The turbohawk did not work. The cutter and noscone were totally damaged. The noscone broke or the cutter cut it, so the noscone was departed from the catheter and was retracted with a snare. Turbohawk did not work, he probably cut itself. One part of the turbohawk had to be retrieved out of patients vessel with a loop.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the turbohawk device was received for evaluation with the distal tip assembly fractured at the proximal end of the housing coils (distal to the pocket cavities). The separated tip was trapped in a microsnare device. The housings platinum-iridium housing exhibited an essentially longitudinal cut from the window to the laser-cut coils but the coil fractures were largely perpendicular to the coil strands. A spider fx capture wire was loaded through the turbohawks rx guidewire lumen. The distal tapered section of the capture wire (proximal to the filter assembly exhibited a 180 degree bend and the filter basket contained significant collected debris. The tecothane jacket on the section distal to the separation exhibited a (double) cut and material deformation that with the noted cut in the metal housing suggests that the housing was cut by the cutter blade initiating a notch effect in the housing structure.